Event description:
During total joint prep it was noted that there was lint being left on the sterile leg after using it to blot dry prepping solution. The leg was re-prep using different towels. Md made aware and issue.